Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The patient was not hospitalized for the event. The patient was treated with gentamicin (80 milligram (mg), one loading dose) and (50 mg, once a day) was continued for four weeks. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient completed treatment with gentamicin and recovered from the event of peritonitis.